Event description:
Involved a 69-year-old male patient. The user faced a loss of power of the driver during the insertion of the intraosseous catheter. The consequence was that the insertion was incomplete. We observed that the light indicator of the battery was green (power fine). Clinical consequences: slight delay to perform the intraosseous access. As the emergency ambulance was on site, the insertion of the catheter was performed with success with the ez-io driver that belonged to the emergency ambulance.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2010 and is approximately 10.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a (B)(6)-year-old male patient. The user faced a loss of power of the driver during the insertion of the intraosseous catheter. The consequence was that the insertion was incomplete. We observed that the light indicator of the battery was green (power fine). Clinical consequences: slight delay to perform the intraosseous access. As the emergency ambulance was on site, the insertion of the catheter was performed with success with the ez-io driver that belonged to the emergency ambulance.